Event description:
Subject: (B)(6). UK infinity total ankle system study. Discomfort/tenderness medical aspect of ankle (right). Patient experiencing discomfort/tenderness, informed by her physiotherapist that it could be tendon related. Using crutches to mobilize and finding it uncomfortable to get up from sitting. Patient discussing with her consultant procedure related: yes.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.